Event description:
It was reported by the sales rep in china that during a rotator cuff repair procedure on (B)(6) 2023, it was observed that the anchor on the 4.5 healix advance br anchor with orthocord device was broken off then removed all the broken parts. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4) incomplete. D4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: photos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. Upon visual inspection of the photos, it appeared that the distal tip of the anchor was broken; the anchor and suture were not in place. A manufacturing record evaluation was performed for the finished device lot number: 111l276, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the investigation findings, the reported complaint confirmed but a root cause for the issue experienced cannot be determined. The possible root cause for the reported failure can be attributed to axial misalignment during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole, however, this cannot be conclusively determined. As per IFU, inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. Also, it is important to do not apply a bending force to the inserter, this can damage the anchor or inserter tip. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.